Event description:
The advocate, also a physician, stated his wife had normally been administering regular doses of 10 units of novalog twice per day. In the early morning hours she started getting higher blood glucose readings on the contour next:: (B)(6). This prompted her to increase her dosage of insulin to 15 units after the reading of 303 mg/dl. She also kept fasting. Through the following hours, according to the meter, her blood glucose readings continued to be high even though she felt symptoms of low blood glucose (palpitations, dizziness and lightheadedness). At 2:30 am she retested on a backup meter and the reading was 37 mg/dl. She drank a glass of pepsi and felt better. The difference between the readings falls in the "e" zone of the error grid, making the difference clinically significant. The advocate was advised to return the strips for evaluation. New strips and meter were sent to the customer.